Manufacturer narrative:
H3: product analysis found that visually, the inner shaft was broken 0.60 inches from the distal end of the inner hub. Under magnification, there were multiple striations on the outside diameter of the inner shaft including both ends of the break point and inside diameter of the outer distal tip. The inside diameter of the outer tube shall be 0.148 ± 0.001 inches and the largest pin gage that could fit was 0.1475 inches which was in specification. The outside diameter of the inner cutter tip shall be 0.145 ± 0.001 inches, and the actual measurement was 0.1455 inches which was in specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied fdm b21, fdr c21, fdc d16 and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the us of the shaver the blade got stuck and was broken in shaft. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.